Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. Section 1, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Section 1, "introduction", section 5, "surgical procedures", and section 6, "patient care and management", warn the user: the heartmate iii pump may cause interference with implantable cardiac defibrillators (icds). If electromagnetic interference occurs it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead." Sections 5 and 6 additionally warns the user: if a patient receives a heartmate iii and has a previously implanted device that is found to be susceptible to electromagnetic interference which could affect programming, the manufacturer recommends replacing the ICD or implantable pacemaker (ipm) device with one that is not prone to programming interference. Section 6, "patient care and management", also lists arrhythmia as a potential late postimplant complication. Section b, "safety testing and classification", states: the heartmate iii left ventricular assist system has been tested and found to comply with the limits for medical devices to the iec 60601-1-2:2007 medical electrical equipment¿part 1-2: general requirements for basic safety and essential performance¿collateral standard: electromagnetic disturbances - requirements and tests. These limits are designed to provide reasonable protection against harmful interference in a typical medical installation. The heartmate iii left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by one or more of the following measures: ¿ reorient or relocate the equipment. ¿ increase the separation between the equipment. ¿ connect the equipment into an outlet on a circuit different from that to which the other device(s) are connected. ¿ consult the manufacturer for assistance. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been estimated and entered as the date of publication 01dec2024 since the date of data collection was not provided. From the saint-étienne university hospital, saint-étienne university, saint-étienne, france; institut hospitalo-universitaire institut des maladies du rythme cardiaque, electrophysiology and heart modeling institute, bordeaux, france; haut-lévêque university hospital, bordeaux, france; heart rhythm management centre, postgraduate program in cardiac electrophysiology and pacing, european reference networks guard-heart, vrije universiteit brussel and universitair ziekenhuis, brussels, belgium; and the inherited arrhythmic disease center, haut-lévêque hospital, centre hospitalier universitaire de bordeaux, bordeaux, france. Benali k, monaco c, jais p, et al. Pulsed field ablation for refractory ventricular arrhythmias in patients with left ventricular assist devices. Jacc: clinical electrophysiology. 2024;10(12):2775-2783. Https://dialog.proquest.com/professional/docview/3145162479?accountid=152602. Doi: http://dx.doi.org/10.1016/j.jacep.2024.08.012. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported through the article ¿pulsed field ablation for refractory ventricular arrhythmias in patients with left ventricular assist devices¿ that heartmate 3 may be associated with cardiac arrythmias and electromagnetic interference. This was a case study of a 72-year-old male patient with a history of aortic valve replacement and a heartmate 3 implanted due to severe ischemic and valvular cardiomyopathy. The patient was experiencing recurrent refractory ventricular tachycardias (vts) and was referred to the center for catheter ablation. The patient initially underwent a catheter ablation using carto3 system. Non-sustained vt with the same morphology persisted at the end of the procedure, and the patient experienced recurrence a few days later. A redo catheter ablation using the ensite x system (abbott) was performed. The patient remained inducible at the end of the procedure. No percutaneous epicardial access was attempted due to the left ventricular assist device (lvad) and patient's history of cardiac surgery, and surgical access to epicardium was deemed high risk. The patient was scheduled for a third ablation with the affera system to attempt pulse field ablation (pfa) for eliminating the vt substrate. The magnetically based electroanatomic mapping system was unable to create a map due to magnetic interferences generated by the lvad. The procedure was continued using fluoroscopy alone. A reversible pulsed field ablation lesion was performed on the lateral wall of the left ventricle. Reversible pulse delivery in the region led to immediate termination of the tachycardia. Given results of the reversible pulse delivery, an irreversible pulsed field ablation was performed in the region consisting of 4 pulsed cycles. A second vt was triggered, suggesting a more apical exit of the same circuit, close to the lvad cannula region. Additional ablations were performed to try to terminate the second vt. It was noted ablation delivery was inhibited near the lvad due to high impedance levels near the device. Pfa and radiofrequency energy ablation was continued successfully terminating the second vt. 5 reversible lesions and 26 irreversible lesions were created in the midlateral and apical regions of the left ventricle. Programmed ventricular stimulation was negative at the end of the procedure and the patient did not experience any reoccurrence in the hospital allowing for discharge. The patient did not experience any reoccurrence at the 6-month follow-up. Despite the inability to perform electroanatomic mapping or deliver pulsed field ablation (pfa) energy in close proximity to the lvad, pulsed field ablation using the lattice-tip catheter appears to be a promising tool for patients with ventricular arrhythmias and complex substrates, including those with lvads.